Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results in comparison to the lab inr result. The results were as follows: (B)(6) 2015 inratio inr=1.7. (B)(6) 2015 lab inr=3.0, inratio inr=6.0, repeat inratio inr=5.2, repeat inratio inr=4.1. Coumadin alternates 8mg and 4mg daily. On (B)(6) patient self tester took 9mg coumadin per dr's instruction biased on the inratio value obtained. Patient self tester's therapeutic range is: 2.5-3.5. Patient self tester provided the following historical values per request of technical services: (B)(6) 2015 inratio inr=3.8; (B)(6) 2015 inratio inr=2.3; (B)(6) 2015 inratio inr=3.8.

Manufacturer narrative:
Correction: in the first follow up report it indicated that the customer's complaint was not replicated when testing was performed. The meter associated with the complaint was returned for investigation. The unit was tested using retained test strips. Retained strips from the complaint lot were no longer available to complete testing of the returned meter. Therefore, strips from lot 364996 were used for investigation. The customer's complaint was replicated. Although a discrepant result was observed during in-house testing, the testing shows that the system is performing within expectations. Additional information: impedance curve analysis was not performed on the result of 1.7 because the value was not present in the meter memory. The impedance curves for the reported inratio inr results of 6.0, 5.2, and 4.1 were not analyzed because they were not present as the last result in the meter memory. The inratio 1 meter is only able to retain the last impedance curve in the memory. Since the results were not present in the last curve, impedance curve analysis could not be performed. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Only the meter associated with the complaint was returned for investigation; no test strips were provided. Retained strips from the complaint lot were no longer available to complete testing of the returned meter, so a substitute lot was used for investigation. The customer's complaint was not replicated. Therapeutic donor testing was performed and the results were found to meet accuracy criteria. Functional and thermistor testing were performed on the returned meter with passing results. A review of the entire testing history for lot 364994a was performed. In-house testing on strip lot 364994a meets criteria. No product deficiency was found for lot 364994a. The batch record for lot #364994a was reviewed and lot met final release specifications. There was no indication of product deficiency. The curves for the reported inratio inr results were not analyzed because they were not present in the last curve that was pulled from the meter memory. The inratio 1 meter only retains the last curve in the memory. Since the results were not present in the last curve, impedance curve analysis could not be performed. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.